Manufacturer narrative:
Email is: (B)(6). One device was returned for evaluation. Visual inspection revealed the ear clip damaged. Review of the event history logs confirmed primary audible alarm and acu watchdog errors occurred. Functional testing was performed but the reported issue was unable to be replicated; no device issue was found. The root cause was undetermined. No action/repair was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an acu watchdog failure. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.